Event description:
Information was received from a patient regarding an external device. It was reported that the patient had a broken recharger; it was displaying scrolling battery lights. The recharger was discharged yesterday and the patient put it to recharge. However, when the patient took it out to recharge today, the battery lights kept scrolling. A few attempts were made to reset the recharger with the patient but the recharger was not responding. Connection to the recharger application was also not possible. The recharger needed to be replaced, so the patient was referred to the hospital. The manufacturer representative (rep) was also contacted to make them aware of the issue. The patient was advised to call back if their issue was not resolved permanently.

Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# unknown implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.